Event description:
A patient reported an issue where the insulin reservoir did not stay inserted after being loaded; it would click in place but pop out when the pump was removed from the waistband clip. There was no reported impact to the customer¿s blood glucose level. The patient declined follow-up at this time, and no additional actions or outcomes were mentioned.